Event description:
It was reported that during an implant procedure, this electrode was positioned successfully but when it was connected to the subcutaneous implantable cardioverter defibrillator (s-ICD), all sensing vectors failed due to low amplitude morphology measurements. Defibrillation threshold testing was unable to be performed due to this. X-ray imaging showed the electrode was positioned in an unsuitable location. Additional surgical intervention was performed and the physician re-tunneled and repositioned the electrode in the chest. Afterwards, all sensing vectors continued to not pass. As the patient was heavily sedated, it was decided to wait for them to wake up and conclude the implant procedure. After a while, once awake, the automatic screening passed in the primary and secondary vectors. The system was ultimately programmed to the secondary vector, and the physician was no longer concerned about system placement was everything was now properly positioned over the ventricular mass of the heart. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.